Manufacturer narrative:
Product complaint # (B)(4). The investigation for the reported low pump flow has been completed. Data log review showed that in the 25 minutes the pump was on, it was in continuous suction as the motor current had a minimum of 210 ma. The placement signal was also seen trending down throughout the case, which was likely due to the patient being on extracorporeal membrane oxygenation support. Motor current spiked to >1500 ma around 2 minutes after the pump was started. Towards the end of the case, motor current and low increased, but the motor speed remained at the same remote patient monitoring, which indicates ingestion, as it required more work to maintain the constant motor speed. The root cause of the low pump flow was most likely biomaterial ingestion, as data logs show a motor current spike at the time of suction, as well as an increase in motor current and flow without any change to motor speed. This is one of two related reports. This file represents the first impella pump and another report was submitted for the second impella pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was placed in the left femoral artery and was placed during percutaneous coronary intervention (pci) as bailout. The impella was removed due to lower flows than desired. Replaced with new impella cp intra - procedure.